Event description:
Physician reported the infusion pump was explanted and replaced after an implant duration of 18 months due to a stall. The pump was programmed to infuse morphine/clonidine 60mg/dl at an undisclosed intrathecal daily dose. The explanted pump was returned to the MFR for analysis which is incomplete at the time of this report and a follow up report will be sent when the analysis results become available.

Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow-up report will be sent when additional info becomes available.